Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/pt's onetouch ultra2 meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) was unable to contact the reporter/patient for add'l info. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at an unspecified time on (B) (6) 2010. It is not known when the pt tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages his diabetes with oral medication (medication specifics not known). The reporter stated that the pt did not change his usual diabetes routine due to the alleged product issue. Two days after the alleged meter issue began, the reporter claimed that the pt developed "frequent urination and a headache." The mss was unable to clarify the date the symptoms began because the reported date occurred after the reporter contacted lfs. The reporter stated that the pt did not test his blood glucose on any other meter. Due to the alleged product issue, the reporter informed the cca that the pt received a glucose tablet treatment from an hcp during a doctor's office visit. The reason for the doctor's visit and the basis for the treatment are not known. The reported date of the doctor's office visit and treatment was (B) (6) 2010. The mss was unable to clarify the date since the reported treatment date occurred before the alleged meter issue and the pt's symptoms began. During the troubleshooting session, the reporter provided blood glucose results of "551, 135, 404, and 127 mg/dl" from the subject meter, taken within 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl. However, the cca noted that the pt was using an incorrect testing process and the alleged meter was not coded properly. Replacement meter and supplies were sent to the pt. This complaint is being reported because the reporter claimed that the pt developed symptoms that can be associated with hyperglycemia after the alleged issue began. However, it is not clear as to what date(s)/times the alleged issue and symptoms started.